Event description:
As reported by customer, protection station waste bag system was leaking at the location where the tubing is attached to the male luer fitting. This leak is also allowing air to enter the system. There was no air injection or patient injury. The used device was discarded by the hospital.

Manufacturer narrative:
No sample was retained from this event. The investigation into the root cause of the failure as well as the device history review has not yet been completed. Upon completion of the investigation, a follow-up medwatch will be submitted. The information contained therein is being provided to the FDA to comply with regulations relating to medical device reporting. This submission is not intended to and shall not constitute an admission on behalf of boston scientific that the product which is the subject of this report in any way has malfunctioned, was defective, or causally related to any death or serious injury.